Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj.) Reflin (1 gram per day, route of administration not reported), inj. Tobramycin (40 milligrams per day, route of administration not reported) and inj. Heparin (25000 iu [international units] given in 5 milliliters three times a day, route of administration not reported). The outcome of the peritonitis was not reported. At the time of this report, the reported antibiotic treatment and dianeal therapy were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, the physicians were planning to remove the catheter. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.